Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. It was stated that the customer received a low reservoir alarm and was getting ready to change the set but the buttons would not respond. Blood glucose value was over 300 mg/dl. It was advised that the customer the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker and with minor scratches on the display window and cracked battery tube threads.